Event description:
Customer reported via phone, he was attempting to bolus and the noticed the keys were scrolling endlessly. Customer removed and reinserted the battery, the device alarmed button error. Customer's blood glucose was 219 mg/dl. Customer stated the device might have been exposed to sweat since he wears the device clipped to his shirt. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. The insulin pump was also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.